Event description:
New information noted that the lead was capped and replaced on (B)(6) 2022 due to oversensing. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited oversensing noise. No intervention was performed. The patient was in stable condition.